Manufacturer narrative:
No conclusion code available; final analysis found an inability to communicate with the device. The device was tested on the bench and battery separators had signs of melting and were shut down indicating the pores of the separator membrane were closed. The cause of this was due to the battery state being unable to supply the normal background current demand of the device. Device was exposed to autoclave sterilization post explant.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.